Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information reported by the patient's wife indicates that the lead was replaced due to cracked insulation.

Manufacturer narrative:
Other: the device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information reported by the patient's wife indicates that the lead was replaced due to cracked insulation. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed; visual examination: component/subassembly failure. Lead conductor, device was out of specification, but this does not relate to event, insulation, hole(s) in.